Event description:
It was reported that during a bursa shaving shoulder surgery the device broke off at the neck of the device which is located outside the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint confirmed. One unpackaged ar-8500ds serial/batch number (B)(6) was received for evaluation. Visual inspection noted that the inner tube was broken at the proximal end close to the hub. Damage was also noted on the connector spring. Functional testing was not performed due to the damage to the device. Use error is the most likely cause(s) of reported failure, as mechanical damage to the device, such as hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use.